Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat chem 8+ cartridge yielded a hematocrit result of 46%pcv. The same sample, tested using a laboratory instrument yielded a hematocrit result of 24%pcv. A second sample was tested on the I-stat and laboratory instrument, were consistent with the laboratory hematocrit result of 24%pcv.

Manufacturer narrative:
(B)(4).